Event description:
Six sutures were required to close wound. Handpiece was changed to continue phacoemulsification.

Manufacturer narrative:
H-10: a company rep checked the system and handpiece and found them to meet their performance specifications. H-11: revised h3, h6 codes. This report was mailed in to FDA on: 01/20/1998. Disclaimer: this info is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an alcon laboratories, inc. Product is defective or has caused serious injury.